Manufacturer narrative:
Manufacturing records were reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Prosthetic valve endocarditis, with or without vegetation, is a serious complication of cardiac valve replacement and valve repair surgeries. In early cases of prosthetic valve endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. In this case, the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21 mm bioprosthetic aortic heart valve was explanted after 51 days due to endocarditis. A 21 mm pericardial valve was used in replacement. The ascending aorta was also replaced with a 28 mm conduit due to a significant infection. The sternum was left open secondary to its infection. The patient was noted to have tolerated the procedure well and was discharged on pod #5.